Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed by amo's manufacturing facility for the healon gv. There were no nonconformity reports associated with this batch and all finished product testing and microbiological testing were confirmed to be acceptable. The batch related air sampling and surface sampling on the aseptic packaging line was confirmed acceptable. The sterility records were reviewed for the healon gv by the manufacturing facility. A sterility test was performed on the retain sample with approved results. Based on the manufacturing record review and approved result on sterility test performed on retained sample there were no issues identified related to the complaint. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the polyclinic experienced an issue with healon gv. The patient had surgery for a cataract on the left eye and three (3) days post operatively, an infection was noticed. Diagnosis of a corneal abscess and endophthalmitis with pseudomonas aeruginosa; the patient was re-hospitalized. The customer also suspected the intraocular lens (iol) implant of being the cause of this endophthalmitis. Endophthalmitis at day four (4) with corneal abcess near the incisions. The patient had functional visual loss. On post operative day 1, patient was reported with a satisfactory post op condition. On post operative day 3, pain was reported. No further information provided.

Manufacturer narrative:
Concomitant product: intraocular lens has been reported under a separate medwatch. (B)(6). (B)(4). Placeholder.

Manufacturer narrative:
Further information received from the hospital confirmed that all products/tools used during the surgery have been under investigation in order to find what was the possible cause of this infection but it seems that none of the products/tools used during surgery can be involved in this issue it's more related to a post op contamination. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Sterility test on retain sample lot # uk30818 was performed and found to meet specifications. Conclusion: based on the manufacturing record review and approved result on sterility test performed on retained sample lot #uk30818, there were no issues identified related to the complaint.